Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent dislodgement occurred. The 65% stenosed and de novo lesion was located in the non calcified and non tortuous left external common iliac. Vascular access was obtained through the left femoral artery. The lesion was not pre-dilated. The physician successfully placed bilateral common iliac stents (one sized 8mm x 37mm express ld, the other size unknown). The physician then went on to place a 6.0mm x 30mm x 75cm express biliary ld premounted stent system in the left external common iliac artery. The physician was reported to have "went in too high" and when he pulled back, the 6.0mm x 30mm x 75cm express biliary ld stent got caught on the previously placed stent in the common left iliac artery and came off the stent delivery system. (The stent delivery system from the previously placed stent in the common left iliac had been left in place). The physician replaced another manufacturer's .035 guide wire with a .014 luge guide wire and used 6.0mm x 4.0mm sterling balloon catheter to deploy the dislodged stent in the left external common iliac artery. The physician rated the post procedure angiographic results as excellent. No further patient injuries or complications were reported. The patient's status was reported as ok.